Event description:
It was reported that, incision was made in the direct anterior approach due to the location of the abscess on pt. Incision was made and abscess was drained. Dr. (B)(6) continued his approach into the joint. After adequate exposure was achieved he proceeded to knock the bipolar component and head off with a bone tamp and mallet. Next, he removed the femoral neck using the neck removal tool. There was black residue on the neck at the base of the implant. There were no signs of "black" residue on the soft tissue. After neck was removed, dr. (B)(4) proceeded to remove the stem. Stem was explanted successfully, and the...

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.